Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fractured which causing the heart rate of the patient increased. Also, patient had a complication of undesired sensations, stimulation related. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.